Event description:
The pt died. The pt condition got worse. Severe abdominal pain. Feeling queasy. Blood pressure fell. Case description: initial info received on 07/10/2015: this medical device report was received by a physician via company distributor and it concerned an (B)(6) female pt. On an unk date, eight years before the events, the pt was diagnosed with hepatocellular carcinoma (hcc) in multiples sites within the liver. Patient's past medical history included hypertension and (B)(6). It was unk if the pt had other concurrent diseases or received concomitant medications. On (B)(6) 2015, at around 10 am, the pt underwent transcatheter chemoembolization (tace) using drug-eluting dc bead (bead size and drug used not reported), performed on the right lobe of the liver. At around 23:00, the pt experienced feeling queasy and abdominal pain. On (B)(6) 2015, at around 3:00, the pt complained of severe abdominal pain. At around 6:00, the blood pressure fell to the 60's, with white blood cells of 17 000 and creatinine level of 1.61. Haemoglobin (hb) levels did not change so much with the levels of around 10, the hb level got stale. The pt's condition got worse at night. On (B)(6) 2015, the pt died (unk cause of death). The physician assessed the causality between dc bead and the event death as unk (physician also stated that the event of death was possibly related to dc bead). The evaluation was difficult due to the lack of info. Upon review, the company assessed the event patient's condition got worse as serious (death) and the events feeling queasy, severe abdominal pain, blood pressure fell as non serious. Case comment: condition aggravated, abdominal pain, nausea and blood pressure decreased are unlisted according to the current dc bead instruction for use. Death is listed according to the current dc bead instruction for use. Despite the limited info reported for this case, the company assessed the events death, pt's condition got worse, feeling queasy, severe abdominal pain and blood pressure fell as related to dc bead, since its role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Additional info is being sought and will be reported as a follow up report.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this pt. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avm's. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.